Manufacturer narrative:
This supplemental report is being submitted to update with the correct name of the device and to correct the model# to hx-20u-1.b and update the lot#. This report will also state that there are no associated or cross referencing of complaint MFR# 2951238-2015-00450, as model# maj-254 is part of the device hx-20u-1.b. If any additional or significant information is available at a later time this report will be supplemented accordingly.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The most likely cause of the reported event is user handling. The instruction manual warns users "before each case, prepare and inspect the instrument, fg handle and loop as instructed below. Inspect other equipment to be used with the instrument, fg handle and loop as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument, fg handle or loop; contact olympus. Damage or irregularity may compromise patient or user safety, such as infection control risk, tissue irritation, punctures, hemorrhages or mucous membrane damage and may result in more severe equipment damage." Please cross reference MFR report: 2951238-2015-00450.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the loop became locked inside the applicator breaking the tube sheath and fragments as well as the loop fell into the patient. The device fragments were retrieved using a forceps. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. The patient is reportedly doing well. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the device was inspected prior to the procedure and rust was observed. This is two of two reports.